Manufacturer narrative:
The device intended for use in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event, if the device is returned in the future this complaint will be re-assessed, therefore, root cause undetermined. Setting pressure level is a decision that the healthcare provider must make based on an individual assessment of the particular wound. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that a patient who had the renasys go placed on (B)(6) 2020 reported that the device was not working and was showing a blockage/full canister alarm. There was blood on the dressing but not in the canister. A home nurse arrived on (B)(6) 2020 and removed the dressing completely and did not re-hooked the device. On (B)(6) 2020 doctor said he wanted to continue treatment but with a white foam instead of a black foam, although the patient was told that no white foams exist for renasys. No further information is available.